Event description:
On (B)(6) 2009, the patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses (tg4020/06197567, tg4020/06258797) to repair a thoracic aortic aneurysm. Prior to the device implant a bypass was established from the left common carotid artery to left subclavian artery. It was reported that the patient lost 510ml of blood during the whole procedure. After the procedure on the same day, the patient developed cerebral infarction. The cause of the infarction was reportedly procedure-related. It was reported that the infarction was resolved without any treatment, and the patient was discharged with no issues on (B)(6) 2009. Subsequent follow-up examinations showed no issues.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.